Event description:
It was reported that an interrogation, during routine follow-up, showed the device experienced an electrical reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6940 implantable pacing lead 2001-(B)(6), 6945-65 implantable tachy lead 2001-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the electrical reset alert. Write to locked ram power on reset (por) on (B)(6)-2013.